Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03312. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was stabilized in the pocket to address the issue and the leads were explanted and replaced. Effective therapy was restored postoperatively.